Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead extension revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead extension replacement. High impedances were noted following the lead implant, it was confirmed that the lead extension was the cause of the high impedances.